Event description:
Catheter comes in standard 55cm length and is custom cut for each patient. When catheter was being trimmed it was noted that catheter was only 54cm long. The catheter was cut to 49cm for this patient.